Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-nov-30 reporting that at the time of the inquiry the patient did not have knowledge on how to operate the device. The patient spoke with a manufacturer representative for the issue. It was reported that now the only time the patient lost stimulation in their waist was when they were walking. They still had very little stimulation while walking. Patient weight was provided. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 97740, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was ¿not stimulating.¿ the patient confirmed that by this she means she is not feeling stimulation. The patient was directed to try to sync with her ins. The patient reported seeing the warning message to change to patient programmer batteries. The patient did not have batteries at the time of the call. The patient was going to get batteries and call back. No further complications were reported/anticipated. The indication for implant was non-malignant pain.